Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that analysis revealed that this device was exhibiting premature battery depletion (pbd). Moreover, the device should be replaced for detailed analysis. It was recommended to change the device out within 90 days. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information received which indicated that analysis revealed that this device was exhibiting premature battery depletion (pbd). Moreover, the device should be replaced for detailed analysis. It was recommended to change the device out within 90 days. This device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field correction to field d6b: explant date. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.